Event description:
It was reported that the subject device exhibited the image has snowflake interference, the issue occurred during reprocessing, there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, it was discovered that an e216 error displayed. Based on the results of the investigation, a root cause for the snowflake interference could not be determined as the reported issue was not reproduced. In regard to the e216 error, it is likely this issue occurred due to a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.